Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 -05327.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301302-arcos con-005320, 11-300815- arcos 15x150mm spl-351720, 12-115110- cer bioloxd mod- 2932151, 00223200205- integral long cables- 56670992, 010000663- g7 pps ltd acet shell- 6289244, 00625006535- bone scr self-tap- 63651675, 110024463- g7 dual mobility liner- 690310, ep-200148- act artic e1 hip brg- 90713. Multiple MDR reports were filed for this event, please see associated reports: customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, the proximal body spun and patient was revised to remove the 60mm proximal body and replace with a 70mm. Sale rep indicates no additional information is available.